Event description:
It was reported that the customer had blank screen on the inuslin pump. Customer stated there were large numbers flashing and counting down and the numbers took up the whole screen. Customer's blood glucose was 245 mg/dl. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored and no blank display anomalies, display anomalies or large number counting down anomaly were noted. No damage on the c13/lcd isolation tape noted. Unit passed rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit alarmed a64 during self test due to faulty y1 at rf board. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window.